Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for device check. The left ventricular lead had become dislodged. The lead was repositioned. The patient was stable post procedure.